Event description:
Boston scientific received information that one day post implant at the pre-discharge check the right ventricular (rv) lead exhibited loss of capture, an increased pacing impedance measurement but still within range and high threshold measurements. An x-ray was inconclusive. However a micro-dislodgement was suspected. The physician kept the patient an additional night in the hospital and the threshold measurement decreased. Thus the physician planned to release the patient and continue to monitor through normal follow-up visits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.